Event description:
Additional information found the patients ipg was explanted and replaced to resolve the issue on 31aug2020.

Manufacturer narrative:
Correction: a4 weight should have been 190 lbs rather than 200 lbs as originally reported.

Manufacturer narrative:
Date of the event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's controller displayed the "replace generator soon" message. The device is providing therapy. Surgical intervention may take place at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.